Event description:
It was reported that the patient developed an infection. Patient was treated with antibiotics and the infection resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).